Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after distal pancreatectomy was performed, the drain was removed after four days. Subsequently, the patient developed abdominal pain after 19 days. When viewing the CT images, the center portion of the staple lines were found to have disappeared; it was noted that only the center portion was missing. The drain was reinserted, and the patient was under follow-up observation.